Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During cystoscopy, the device was cycling properly. A revision surgery was performed, during which the physician confirmed that the previous cuff was positioned too distally. The cuff was removed and replaced with a new 4 cm cuff in a more proximal location. No further patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During cystoscopy, the device was cycling properly. A revision surgery was performed, during which the physician confirmed that the previous cuff was positioned too distally. The cuff was removed and replaced with a new 4 cm cuff in a more proximal location. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4), UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence and malposition of device were defined in the product risk documentation. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. The reason for the malposition of the device was determined to be due to an error placing the device too distally during the original implantation procedure. The provided event description indicates the device was in good condition when the package of the original device was opened. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a measurement error by the original implanting physician was the most probable cause of the complaint/event. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.